Manufacturer narrative:
It was reported that the serial number should be (B)(4) not (B)(4). Although the reported decreases in speed were confirmed through the submitted system controller log file, a specific cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was in clinic for a routine office visit. Upon interrogation of the lvad system, it was observed that the system had produced a low speed advisory alarm earlier that morning. A log file was reviewed by the technical service representative and confirmed a speed drop down to 5250 rpm on (B)(6) 2018. In clinic, the system controller was exchanged and the patient was admitted. No further speed decelerations occurred after exchanging the system controller to a system controller with upgraded software. No additional information was provided.